Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire was missing. Patient's father also claimed that there was a red spot at site of insertion. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.